Manufacturer narrative:
Engineering evaluation noted that the reason for the revision was not provided but was likely the result of instability or patient-related factors.

Event description:
Revision of knee component, reason unknown. Index surgery approximately 20 years ago.

Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Revision of knee component, reason unknown. Index surgery approximately 20 years ago.